Event description:
Information was received from (B)(6) that the ventricular assist device (vad) coordinator reported that the patient had high power events with signs of hemolysis on (B)(6) 2015. It was treated with "3 shots" of tpa. Inr was 3.65 on 4/9, ldh 481 with 3mg phenprocoumon per day for 8 days. The pump was exchanged (B)(6) 2015.

Manufacturer narrative:
The pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device failed visual examination but passed functional testing. A near circumferential abrasion on the outer edge of the lower housing and a corresponding abrasion on the outer edge of the inferior impeller were identified. These mechanical abrasions of the lower housing surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. However, independent pathological report did not reveal any evidence of thrombus formation within the pump. The device is related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrain. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. Devices remain implanted.